Event description:
User facility reported that the patient was intubated with the product listed. According to the reporter, the tracheostomy tube is too flexible, which allows for self-decannulation. No adverse event was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.